Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a high blood glucose of 700 mg/dl. It was stated that the customer was in immense pain, and was unable to troubleshoot at the time of the call. Advised the caller to have the customer call in for troubleshooting once she's feeling better. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.